Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. There was no impact to the customer's blood glucose levels. Reportedly, customer reverted to an alternate pump and also confirmed that manual injections are available for alternate insulin therapy.